Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the device was difficult to penetrate and there was sleeve damage. Bleeding occurred and the surgeon applied another device and cautery to complete the procedure.